Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician, and a reportable malfunction was discovered. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. During evaluation, the device was alarming but the display was unresponsive. The device was restarted and functional testing revealed an f-94 alarm. The cause of the display issue and the f-94 alarm was a depleted battery. The device was removed from service due to the lack of spare parts. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a display that was not functioning. This occurred before use. There was no patient involvement. No additional information is available.